Manufacturer narrative:
The investigation has been completed. The console (ic5373) was sent back for further investigation. Purge assembly of console was inspected. No dextrose or physical issues were found. An attempt to rotate the motor shaft by hand was unsuccessful as the shaft could not rotate freely. The motor shaft gasket was inspected, and it was observed that dextrose build up had caused the motor shaft to stall. The root cause of the inability of the motor shaft to rotate is due to dextrose build up on the motor shaft gasket. ¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility's biomedical engineer reported the automated impella controller experienced a controller error yellow alarm. No patient was involved.